Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to experienced no sound coming from unit. Service evaluation verified the no sound coming from unit. The cause was identified to be broken input/output printed circuit board j6 connector was broken. The input/output (I/o) printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device found no sound from unit. No additional information is available.